Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown stem lot #: unknown 11-173662 m2a 38mm mod hd std nk 926320. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02213.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent right total hip arthroplasty. The patient underwent a revision procedure nine years later due to pain, increased metal ion levels, pseudocapsule, and metallosis during the revision surgery, no signs of infection were found, but there was an appearance of synovitis related to metallosis noted. Soft tissue laxity secondary to the metallosis was noted. No additional information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records were reviewed and identified that the patient underwent a left hip replacement and was later revised due to pain, increased metal ion levels, and metallosis. Negative for infection. Large pseudocapsule was found. Synovitis and soft tissue laxity secondary to metallosis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.